Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On (B)(6) 2025, the patient experienced a seizure approximately three hours after falling asleep. Following the event, the patient checked his blood glucose (bg) using a meter, which indicated a reading in the 40s mg/dl. There was no documentation of the patient¿s continuous glucose monitor (cgm) value at the time of the incident. However, the patient reported that he did not receive any alerts from his cgm receiver indicating a hypoglycemic state. In response to the low bg reading, the patient consumed candy and administered 2 units of insulin. He then returned to bed. Approximately 30 minutes later, the patient reported experiencing symptoms suggestive of another impending seizure, including sweating, muscle weakness, and anxiety. He was able to get up and consume additional food, though the specific type was not documented. There is no indication that the patient sought assistance from a higher level of care during or after these events. At the time of reporting, the patient stated that he was ¿feeling great.¿ no data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed, and no damage was found. Receiver charge and receiver boot were performed and passed. Data log analysis was performed and passed. Functional test results were performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The customer¿s complaint of "alert/notification settings issue" was undetermined due to the receiver passed alarm/ alert hardware testing. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.